Event description:
As reported, approximately 9 years and 2 months post the initial right total knee arthroplasty, the patient presented to the surgeon's office with stiffness, pain and dissatisfaction with their total knee. The patient has a recalled poly. The patient was revised and underwent a tibial poly implant swap and a patella implant swap. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.